Manufacturer narrative:
The device currently remains implanted. Should further information be received, this report will be updated.

Event description:
It was reported during a routine follow-up, premature battery depletion was observed. Technical services will review the data sent from the field in order to determine the longevity of the battery. The device currently remains implanted and in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up, premature battery depletion was observed. Technical services was contacted to review disk analysis in order to determine the longevity of the battery. The device currently remains implanted and in service. There were no adverse patient effects reported. Additional information: a request was made by technical services asking the field rep for a save to disk. According to our records the field rep never responded, and is no longer with boston scientific. With assistance from the local affiliate, we were able to obtain additional information from another field rep. The field rep contacted the hospital, and found out that according to hospital records, the last encounter with the patient was on (B)(6) 2019, which showed a normal device follow-up. The plan is to schedule another follow-up for later this year. Additionally, the rep also indicated that at the time of the last device follow-up in 2019, the patient thought there was 6 years remaining. At the time this event occurred, the device was showing 4 years remaining. Therefore, the rep seemed to believe that the device is functioning normally.